Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image blackout was a faulty ultrasound plug unit and a defective printed circuit board substrate. In addition, scope communication error (error code b31) was displayed due to a short circuit in the circuit board unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an image blackout, and scope communication error (error b31) was displayed. There was no patient involvement.